Event description:
The manufacturer received information alleging a low minute ventilation error occurred followed by decreased flow. The patient was switched to an ambu bag. After restarting the device, it worked as expected. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that the manufacturer received information alleging a low minute ventilation error occurred followed by decreased flow. The patient was switched to an ambu bag. After restarting the device, it worked as expected. There was no harm or injury reported. The device was returned to the manufacturer's service center for evaluation. During the evaluation the device passed all tests and no abnormalities were found after disassembly of the device. It is believed the air intake became blocked by external factors, causing the low minute ventilation issue. The device was found to be functioning as expected.